Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stuck button alarm occurred and that the wake button was not working. The customer alleged that nothing was pressing the wake button. Customer pressed the wake button with more force, in additional to clearing the alarm, and the wake button is performing as intended. Additionally, it was also reported that a minimum fill notification occurred. The customer declined assistance with this issue. It was also reported that the pump screen "went black" and took "a few minutes" to illuminate. Customer declined assistance with this issue. The customer's blood glucose level was 65 mg/dl.